Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during surgical intervention to replace the dbs ipg, the patient had high impedances on both sides. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6 correction: health effect - impact code should be 4629 - device revision or replacement rather than 2199 - no health consequences or impact. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical procedure took place on (B)(6) 2024. Extension was explanted and replaced.